Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit overheated and was unable to inflate. There was no patient harm reported.

Manufacturer narrative:
Additional customer contact phone: (B)(6). A getinge field service engineer (fse) checked and replaced scroll compressor to resolve issue. Fse also replaced muffler 1/8 npt and muffler <100 micron. Performed unit checkout, unit passed all functional and safety testes. Cleared for clinical use.